Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. During a patient procedure, it was reported that the image system rebooted itself and the bsr did not boot completely. A system restart was restarted, however, it was unsuccessful. The procedure was aborted. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. A root cause could not be determined. Due to lack of information from the log files, it is not clear why the rt-pc did not start during the booting and two subsequent boot attempts. On the third attempt the system booted and all the system functionality was restored. The power supply from bsr was checked and was within tolerance range. Additionally, the boards were plugged in and out and the connecting cables from the power supply to the host pc and rt pc were cleaned. The problem did not reoccur and no additional actions were needed.